Event description:
It was reported that during an unk procedure, the stapler failed to cut and only stapled. No patient harm was reported.

Manufacturer narrative:
(B)(4) date sent: 12/27/2023 b3: exact event date unk, entered (B)(6) 2023 as only the year was provided. D4: batch # 388c09 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the handle shrouds partially opened, with the anvil bent upwards, and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. No short cut-absent cut was noted during functional testing. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the handle shrouds is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 388c09, and no non-conformances were identified. Additional information was requested and the following was obtained: what color reload was used during this event? Per surgical tech blue what type of tissue was fired upon? UK what was the procedure being performed? UK